Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -10.0 diopter into the patient's right eye (od) on (B)(6) 2018. The surgeon reports pigment dispersion and iritis. The lens remains implanted. Reportedly, on the last visit the patient had a ucva of 20/20 and a vault of 500 um. The surgeon states he suspects the patient had an asymptomatic pupil block due to the viscoelastic used during surgery, but is unable to explain why it would take 2-3 week to develop iritis and pigment dispersion. Additional information is not available.

Manufacturer narrative:
Additional information: no antibiotics were used beyond wat is normal during post-op treatment for ocular surgery. Reportedly, the patient currently has pigment dispersion syndrome with transillumination defects 360. His condition is stable and being monitored. (B)(4).